Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level and sensor issues. Blood glucose level at the time of the incident was 51 mg/dl which was treated with food. Customer also stated that they need to establish communication with the sensor and transmitter. No product will be returned for analysis.